Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported a liquid waste leak from their alinity m system. The customer reported that liquid waste bottle 1 overflowed. There was crystallization on the bottle/cap. The liquid waste bottle overflowed due to being full even though bottle 2 was present. The leakage reached outside the footprint of the instrument. The field service engineer (fse) inspected the instrument and found liquid inside the system solution drawer and liquid waste bottles. The fse checked peri pumps and 3 way valve. The 3 way value was not functioning as expected. Fse replaced the parts and the instrument was handed back to the customer for routine use. The customer was wearing personal protective equipment (ppe) at all times. No actual contact occurred and no injury or hazard occurred.

Manufacturer narrative:
Investigation into this complaint included a nonconformance (nc)/CAPA history review, service history review, and a complaint history review. The investigation is as follows: CAPA / non-conformance review: a search of nc/CAPA records was performed for any for instances related to a leak due to a disconnected system solutions drawer cable on an alinity m system. The query did not identify any related quality records. Service history review: the service history review found no prior service record related to the issue under investigation. On (B)(6) 2025, prior to the leak event, the technical service bulletin (tsb) 640-079 - alinity m instrument floor liner installation was implemented on alinity m system sn (B)(6) and the alinity m system liner, pn 56-270087, was installed.n implementation of tsb 640-079 and the liner installation does not prevent occurrences of leaks that spread outside the instrument footprint; however, as a mitigation, reduction in leaks beyond the instrument footprint is expected. Complaint history review: a complaint search was performed to identify past complaint tickets related to leak due to disconnected system solutions drawer cable on. Complaint trending was reviewed. An adverse trend was not identified for the alinity m system ln 08n53-002. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-002.